Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive sureform 45 white reloads to perform failure analysis. The white reload #1 was analyzed and found to have cartridge damage. The cartridge was damaged at the proximal end of the reload near the reload cover. Material was found to be missing. The reload was not returned with a stapler instrument. The white reload #2 was analyzed and found to have cartridge damage. The cartridge was damaged at the proximal end of the reload near the reload cover. Material was found to be missing. The reload was not returned with a stapler instrument. The white reload #3 was analyzed and found to have cartridge damage. The cartridge was damaged at the proximal end of the reload near the reload cover. Material was found to be missing. The reload was not returned with a stapler instrument. The white reload #4 was analyzed and found to have cartridge damage. The cartridge was damaged at the proximal end near the start of the reload cover. There was missing material confirmed. The reload was not returned with a stapler instrument. The white reload #5 was analyzed and found to have cartridge damage. The cartridge was damaged at the proximal end of the reload near the reload cover. Material was found to be missing. The reload was not returned with a stapler. The white reload #6 was analyzed and found to have cartridge damage. The cartridge was damaged at the proximal end of the reload near the reload cover. Material was found to be missing. The reload was not returned with a stapler instrument. The 4.6 black sureform 45 reload was analyzed and found to have a lodged staple wedged in between the reload during visual inspection. The staple was removed, and the reload was inspected. The reload was found to have cartridge damage. The cartridge was damaged between the knife track at the site of the lodged staple. The reload parts were separated for inspection, and damage to the blade was confirmed. There were missing pieces of the cartridge that were not returned. Additional observation(s) related to customer reported complaint: the reload blade was found to have mechanical indentations. The reload cover was removed, the reload was inspected. Damage was found on the blade. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional h10: the following manufacturer report numbers were submitted for the sureform 45 white reloads that were found damaged with missing material. It is unclear which reload contributed to the fragment falling into the patient. #4 white reload 2955842-2025-39930, #5 white reload 2955842-2025-39931, #6 white reload 2955842-2025-39932.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, broken plastic pieces from both sides of one black sureform 45 reload and six white sureform 45 reloads were observed to have fallen inside the patient. All fragments were retrieved during the same procedure after each occurrence. The cause of the breakages remains unknown, as the sureform 45 curved-tip stapler instrument did not collide with any other instruments or other hard material. The procedure was successfully completed robotically.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Update to d1, d2, d4, g4, and h4.